Event description:
The customer reported a communication error. The field engineer reported the result of this error was that the system shut down. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm power supply was reseated. The gib battery was replaced. The gib and ffb board nodes were reflashed. The system was tested and found to be working as intended and returned to service.